Event description:
It was reported it was determined that the pacemaker was in back-up mode while still in its original packaging. The pacemaker had neither been previously interrogated nor had a firmware update. The pacemaker was not used and will be returned.

Manufacturer narrative:
Analyses was normal. No anomalies were found.